Manufacturer narrative:
(B)(4).the explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed an infection at the pocket site. Symptoms of redness and drainage were noted at the pocket site. The physician was unsure if the infection was device related but believed that it was not procedure related. The patient underwent an explant procedure.